Manufacturer narrative:
The reported complaint was confirmed. Per data log review: on 28sep2021 the large roller pump, after being ran several times, reported an 'underspeed (head < demand)', followed by a 'belt slip jam status = true'. The 'belt slip jam status = true' event occurred two more times stopping the pump. This behavior could be caused by over occlusion or improperly placed dual tubing. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2021, the team experienced a situation with their heart lung machine (hlm) whereby the roller pump displayed 'belt slip' messages three times on the cardioplegia roller pump while on cardiopulmonary bypass. The procedure was completed successfully, with no change out, no delay and no blood loss.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported complaint. The belt was inspected and was dry and did not show any signs of damage. The fsr tightened the belt tensioner one rotation. Testing was performed with no issues. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the roller pump displayed a 'belt slip' message multiple times. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.